Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 07/25/2019. The patient stated he developed pain in his arm and had an x-ray which confirmed the wire was embedded in the arm (date of x-ray was not provided). He was advised that it could be removed but was also safe to leave in place, and he has decided not to have it removed at this time. At the time of further contact, the patient was doing fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted at the arm, which is off-label usage of the device, on (B)(6) 2019. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.